Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), cardiosave intra-aortic balloon pump (iabp) did not pass touch screen calibration. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- b4, d8, d9, g1(contact person-mfg site), g3, g6, h2, h3, h6 codes (investigation findings, conclusion, types, component), h11. Corrected field- h6 codes (health effect). Replace touchscreen on unit. Passed all functional and safety tests per factory specifications. Returned to customer and cleared for use. The following was performed by failure analysis and testing (fat) department the failure analysis and testing department received the following part associated with this complaint: touchscreen 12.1¿¿. This part was received with a reported unit failure message of touchscreen calibration will not pass. Performed visual inspection of this part received and part looks to be in good condition. Installed touchscreen assy 12.1¿¿ into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual. Performed touchscreen calibration and did not pass. The failure analysis and testing department verified the failure message of touchscreen calibration will not pass. Touchscreen assy, 12.1¿¿ failed testing. Retaining touchscreen assy, 12.1¿¿ in the fat dept. Per procedure.